Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The reaction was located on the underneath the sensor and was described as itching, blistery, and a rash. On (B)(6) 2017, patient's mother took the patient to the dermatologist and a diabetes educator to receive treatment for the rash and was prescribed flonase, tegaderm, ventilin, skintac, and others barriers, which was used to treat the affected area. At the time of contact, the patient was doing fine. No additional event or patient information was provided.